Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall charger was not charging the pump. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable. Blood glucose level was 72 mg/dl.